Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument. The health report review showed that there was no probe cleaner in the cleaner port for the sample 1 (s1) probe pressure transducer. Customer confirmed that the probe was not bent. The report also showed that the reagent 1 (r1) arm had a begin run failure. The cse replaced the sample probe cleaner pump and the r1 pump. Contributing factors such as sample integrity, preanalytical variables cannot be ruled out as the cause of the event. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed creatinine (cre2) patient result was obtained on a dimension vista 500 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 500. A separate, new sample was taken and repeated on the alternate dimension vista 500 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine (cre2) patient result.